Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, cuffs, link, suture, and posterior needle tip, key components of the device were not returned; therefore, the reported failure to retrieve the suture during needle plunger retraction could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the left common femoral artery using perclose proglide devices. Reportedly, during pre-placement of the sutures in a 6-french sized access site using two proglide devices, when the needle plunger was removed only the white sutures were present. A third proglide device was attempted, but when the needle plunger was removed no suture was present. The sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation. The sutures were clamped to the sterile drape and set to the side. The access site was dilated to 14-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices referenced are being filed under a separate medwatch MFR number.